Manufacturer narrative:
Report source. Foreign: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a perforation infection and exudate at the implant site of the stimulator in recent days. The doctor had not yet given a follow-up treatment plan. It was unknown how the patient was at the time of the call.